Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a charging indicator that would not come on. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse observed that the iabp unit was working properly on both ac power and battery, but the charging indicator light was not glowing. The fse determined the power supply was defective and needed to be replaced. The fse returned to the customer's site at a later date and replaced the power supply. The iabp is now working. The unit passed all functional and safety tests to factory specifications. The unit was released for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b3, b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: h6 (medical device ¿ problem code).